Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device shut off on it's own while on a plane. The system hot error message was noted. As a result, the patient was unable to breath. The patient has since received their replacement device.